Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. The device was returned to the manufacturer's service center for evaluation. During the evaluation a ventilator inoperative code was observed in the device error log. The device's main board was replaced to address the issue.